Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The drug, dose, and concentration were unknown. However, it was noted that the manufacturing representative thought there was prialt in the pump but was not certain. It was reported that the patient was currently in the emergency room for what they believed to be due to an overdose. The hcp wanted to connect with a manufacturing representative in the area that could assist the emergency room hcp in interrogating the pump. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. As of (B)(6) 2017, the manufacturing representative was not sure if or how the issue was resolved. It was later clarified that the patient had a brain bleed that was not related to the pump. This [event] was not an overdose or anything related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.